Manufacturer narrative:
The display was frozen due to a faulty capacitor on the mother board. The keypad anomaly could not be confirmed due to the frozen display.

Event description:
It was reported that the keypad was unresponsive. Nothing further was reported.